Event description:
The reporter indicated that a 12.1mm tmicl12.1 implantable collamer lens of -9.0/4.0/100 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation not associated to a low vault, lens dislocation/subluxation, and refractive change overtime were observed. On (B)(6) 2022 the lens was explanted. On the same day in a separate surgery a new model/same length lens of different power was implanted. This resolved the problem.

Manufacturer narrative:
0000001876. Unk. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).